Event description:
Customer reported the hospitalization due to high blood glucose. The current blood glucose reading is 255 mg/dl. Customer treated with manual injection. Customer experienced frequent urination, thirst, stomach pain and vomiting. The blood glucose reading at the time of the event was 300 to 400 mg/dl. Diagnosed diabetes ketoacidosis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.